Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -citrobacter freundii complex and pseudomonas aeruginosa (total is >100 cfu.) Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus was obtained the following additional information from the user. - the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, coagulase negative staphylococci (3 cfu/endoscope) were detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Oekg checked the subject device and found the following. - the light guide lens was cracked and corroded. - the adhesive of the bending section rubber was worn out. - the insertion tube was wrinkled. - the control section cover was damaged. - the remote switch 1 was worn out. - the angulation control knob had play. - there was peeled off in the lower/right image area. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and oekg, omsc considered that the reported phenomenon was less relevant to the subject device. If additional information is received, this report will be supplemented.